Event description:
It was reported that the balloon became stuck to the sheath. The target lesion was located in the left common iliac. A 7.0 x60, 135cm charger balloon catheter was selected for use. During withdrawal, the balloon did not re-wrap appropriately and became stuck in the sheath. The physician removed the sheath, balloon and wire and started the procedure over by stenting the lesion. The procedure was successful with no complications. The patient is fine.